Event description:
"Ongoing hip pain in correlation with physical movements."

Event description:
Update: "osteolysis" was noted.

Manufacturer narrative:
The following devices were also listed in this report: trident 10 deg x3 insert 36mm ID; cat# 623-10-36f; lot# 46055601. Delta v-40 ceramic head 36/-5; cat# 6570-0-036; lot# 42908401. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event. An event regarding revision involving an accolade stem was reported. The event was not confirmed. Method & results. -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.